Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and high pacing threshold. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed while the reported event of high pacing threshold was not confirmed. Visual examination found the helix partially extended and clogged with blood/tissue. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical tests and x-ray examination was normal. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented in-patient post-implant procedure. Upon review, the right ventricular lead exhibited high capture threshold. Diagnostic imaging confirmed that the lead was dislodged. The patient presented for a lead revision. During the procedure, the lead's helix would not extend. The lead was explanted and replaced. The patient condition was stable.